Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pmav and the doco involved with this complaint and completed the device evaluations. Failure analysis confirmed the reported issue on the pmav. The pmav was installed on a test system and failed with error 252. The pmav lost communication with the system during testing. However, the reported failure could not be confirmed on the doco. There were no issues after white balance calibration, video test, sine cycle for ten minutes and ten power cycles. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced multiple non recoverable faults 252 on the vision side cart (vsc). The customer attempted to power cycle the system but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to check all breaker connections and perform a hard cycle but once again the issue persisted. A log review showed faults pointing to the double camera controller (doco). At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi followed up with the customer who confirmed that the procedure was converted to laparoscopy. The surgeon attempted to troubleshoot but was not able to resolve the issue. An isi field service engineer (fse) was dispatched to the facility and replaced the doco and the personality module vision acquisition (pmva) to resolve the issue. The doco is located on the vsc and it receives and processes video signals.